Event description:
Patient reported right side "bottoming out" and "capsular contracture" baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation, wear abrasion, white particles in the surface of the shell and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "bottoming out" and "capsular contracture" baker grade unknown. The device has been explanted.